Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for post-laminectomy pain and spinal pain. It was reported that there was an issue at the implant site. The patient reported since implant, the device has moved through the fat on the back side and it has gradually gotten worse. The patient said she told her healthcare provider (hcp) about the issue and was redirected to the implanting physician to have it fixed. The patient said she didn't want to get anything done right now because she had enough medical bills. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported they had no plans to resolve the issue at this time and that they would wait till the battery needed to be replace.